Manufacturer narrative:
(B)(4). Implant date - unknown date in 2008. Report source - foreign: (B)(4). It is indicated by the complainant that the device will not be returned to zimmer biomet for investigation, as the current location of the device is unknown. Device location is unknown.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision due to unknown complications approximately ten (10) years following knee arthroplasty. No additional patient consequences were reported as a result of this event.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified to not be reportable, as the products being alleged against are not zimmer biomet devices.